Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise and oversensing on the right ventricular (rv) lead channel. The cause of the observations was not determined. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.